Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Friend/family member reported the patient noticed a tremendous improvement the first two weeks after implant. It was reported that two weeks after implant the patient had their settings were changed at the physician¿s office as ¿the current settings were going to wear down the patient¿s ins battery.¿ since the settings change the patient¿s symptoms returned and their ins was not working as good as it was. This reportedly began (B)(6) 2018. It was also reported that the patient went through a security gate for a basketball gate on january 24, 2018 and was wondering if going through the gate caused the programming not to work as well. It was confirmed that the patient did not notice a change in stimulation when passing through the security gates. The patient reportedly does not feel stimulation unless they increase stimulation. Friend/family member referred to stimulation as a "zap" but it was confirmed that stimulation is not uncomfortable for the patient and that they were referring to stimulation. No further complications reported/anticipated.